Manufacturer narrative:
Investigation summary: our quality engineer inspected the photographs submitted for evaluation. Bd received two photos. Photo one showed the needle assembly disengaged from the catheter adapter assembly with the needle not fully retracted and slightly bent. Photo two showed the top web of the packaging. The defect of needle shielding failure was confirmed based off the photo as the needle tip was not locked within the tip shield as should occur when the needle assembly separates. This defect was determined to most likely be related to the reported manipulation that had to take place to separate the catheter adapter assembly from the needle assembly as a result of difficult needle disengagement. Needle disengagement difficult can occur during manufacturing but also in the user environment. Without the actual sample for investigation, a root cause could not be identified with certainty. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd nexiva 20 ga x 1 in single port had a needle shielding failure and needle disengagement was difficult. The following information was provided by the initial reporter: it was reported failure to decouple/ needle disengagement difficult and needle shielding failure. "Prior to IV insertion, rn writer did the safety check on the IV to ensure it would dislodge correctly and the test was a success and rn writer was able to successfully place a 20 gauge in the patient's right forearm. Upon attempting to dislodge the needle from the IV hub fully, it would not fully retract and it would not pull off of the pink hub of the catheter for the IV. There was a transition between patient, father of baby, and rn writer trying to detach the needle from the hub. None of these attempts were successful. Rn writer asked for additional help from another rn on the unit and responded. After several failed attempts by her, rn writer attempted one last time to dislodge the IV needle. This final attempt was successful and was safely removed from the IV catheter hub; however, the needle was not fully retracted into the gray safety cover on the IV. There was approximately 1 cm of the needle beyond the safety cover and it would not fully retract to cover the needle. Needle was safely disposed of in the sharps container and rn writer kept the equipment information packaging for the lot and reference number. Rn writer will continue to keep this and has taken a photo of both the unretracted needle and the packaging for future need if desired. This was a 20 gauge 1.00 in (1.1 x 25 mm) bd nexiva. Although this situation remained safe for all involved, this could have become an accidental needle stick easily." Potential harm to nurse.